Manufacturer narrative:
(B)(4). The customer returned one catheter over needle assembly and one spring wire guide (swg) in an advancer tube for investigation. Visual examination confirmed that there is a slight bend in the swg. Microscopic examination of the wire was performed and the coils appeared slightly closer; however, they were not offset or unraveled. The distal weld was present and was observed to be full and spherical. The guide wire was bent 57 mm from the distal end. The diameter of the returned wire and the inner diameter of the returned catheter were measured and found to be within specification. The returned swg is able to pass through the returned catheter with much resistance at the location of the bend. A manual tug test confirmed that the distal weld is intact. The proximal weld is still attached within the advancer tube. A device history record (DHR) review was performed with no relevant findings to suggest a manufacturing issue. Other remarks: the instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the swg kinked was confirmed by examination of the returned sample. The swg contained one bend. The returned wire and catheter met all relevant dimensional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the returned swg and the report that the damage was observed during insertion, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the spring wire guide was kinked at the time of the attempted insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide was kinked at the time of the attempted insertion.